Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 48.5 cm was returned for analysis. External insulation abrasion was noted at 26.0-26.3 cm from the distal end, consistent with lead friction to a feature of the heart. Internal insulation abrasions were noted at 8.3-9.6cm, 11.2-11.7cm, and 36.7-37.5 cm from the distal end. The etfe coating was intact at all abrasion locations.